Event description:
The collimator detached and fell from a precision rxi tube assembly as it was being moved from the park position in preparation for later use. The collimator was prevented from hitting the floor by the x-ray technician. A patient was not involved and no injuries were reported.